Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient has an implantable neurostimulator (ins) with two leads. The ins was only lasting a couple of hours from fully charged. When interrogated the clinician programmer showed out of regulation (oor). Oor also displayed on the patient¿s hand set. Some contacts were out of range. The rep advised programming around these contacts but the clinician programmer still stated oor. No symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Please note the report has been updated to reportable for serious injury at this time.

Event description:
Additional information reported the patient¿s lead would be replaced on (B)(6) 2017. It was stated that low impedances were ¿because the lead was damaged.¿

Manufacturer narrative:
Device analysis for (B)(4) revealed the connector port had lead or lead parts stuck inside port that could not be removed. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {output was tested by poking through the access hole.} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis determined there was a lead or lead parts stuck inside the ins connector port. Final functional testing was unable to be performed due to a stuck extension in channel 1. Corrosion was observed on the extension segment and the connectors in the connector block. A setscrew mark was visible on the insulation proximal to the #0 connector of the extension segment. Device analysis for extension (B)(4) revealed the proximal end connector was not completely seated in the ins connector port. Electrical testing of the distal extension segment determined that continuity was complete and there were no electrical shorts between the circuits; however, the proximal extension segment was not completely seated in the implantable neurostimulator (ins) connector port. Due to the condition of the returned proximal extension segment, only a careful microscopic examination was performed. Setscrew impressions were observed in the insulation on the proximal end of the extension. Analysis determined the setscrew impression was not in the correct location.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type lead. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type extension.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was a revision done on the day of report. The impedances were checked again before and there was something strange. The patient had one lead in channel one and one lead in channel two. It was expected that contacts 4, 5, 6, and 7 to be out of range however contacts 4 and 5 showed impedances around 3,000. When the patient came they checked the implantable neurostimulator (ins) extension site first and found that the extension into channel one was stuck and it had what appeared to be black marks in the connector. The extension and ins had to be changed.

Manufacturer narrative:
Adverse event and/or product problem has been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed with the manufacturer representative that the extension and ins were replaced, rather than the lead replacement that was planned. It was initially thought it was the lead initially as there was an issue with the impedance, however, the ins site was opened first and disconnected and a problem with the ins was observed. The extension and ins were replaced, and then all impedances were in range. No further patient complications had been reported as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that the patient was finding it difficult to keep fully charged, due to the ins draining over a couple hours. There were some contacts that were very low impedances. The rep reprogrammed around these contacts as whenever they were used oor was received. The implanter was considering replacing the lead due to the low impedances. It was noted from the data report that the patient wasn¿t always meticulous with the recharging behavior. The amplitudes were between 4.0v and 9.0v in combination with reasonably high pulse widths and frequencies.

Manufacturer narrative:
Updated device information has been provided. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the patient experienced a loss of therapy and the patient was in pain as the device no longer covered the area needed. It was also reported the drain was due to low impedance from two contacts. The lead will probably be replaced because the program was still not covering where needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.